Event description:
It was reported that "during procedure, unit going from green to red. No setting properly."

Manufacturer narrative:
At the present time, we are trying to obtain additional info regarding this incident. No product is being returned for evaluation. When the quality engineer has completed the investigation, we will file a supplemental report. Due to unforeseen circumstances, this report is being filed late.